Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing loss of stimulation. It was noted that the right lead was frayed. The patient underwent a revision procedure wherein only the right lead was explanted.

Manufacturer narrative:
Device evaluation indicated that the device passed all tests performed. (B)(4): visual/x-ray inspections and impedance test were performed and found no anomalies. (B)(4): visual inspection found that the lead body was sharply bent at the retention sleeve. The damage to the device is due to either lead migration or by manipulation of the lead during the procedure and is not considered a manufacturing defect. X-ray inspection found no other anomalies. The device passed an impedance measurement test. (B)(4): visual/x-ray/borescope inspections and impedance test were performed and found no anomalies. (B)(4): both eyelets were torn. There was no missing silicone material. (B)(4): (non-return) as the device involved in the complaint has not been returned, the complaint investigation site (cis) could not perform a device analysis. However a review of the complaint report and device history record did not find any anomalies or deviations that potentially relate to the reported event; there is no reason to suspect a manufacturing defect as the source of the reported complaint.

Event description:
A report was received that the patient was experiencing loss of stimulation. It was noted that the right lead was frayed. The patient underwent a revision procedure wherein only the right lead was explanted.